Event description:
Pt alleges receiving implants on 9/26/84. Pt alleges consulting her physician early after procedure due to hardening. Physician performed a capsulotomy. Physician's note states fibrous encapsulation bilateral.